Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) there was undefined impedance qualified as high and the threshold criteria was not met. It was also reported there was a sharp kink noted in the deflection area of the delivery system which then had to be removed from the introducer. A second attempt was made and the tricuspid valve could not be crossed. It was noted the deflection button was not smooth. The ipg and delivery system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.